Event description:
It was reported that the patient experienced infusion set leak at site causing high blood glucose and it was corrected by corrective bolus via insulin pump event on (B)(6) 2026.

Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.